Manufacturer narrative:
Pc (B)(4). Batch # u5dk0f. (B)(4). Photo(s)/video received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information received: is the current patient status known? Good, patient returned home. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No, patient had a CT the day before returning to home (for another reason) and everything showed to be okay. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the staples weren't properly formed, and the knife didn't cut. Therefore, the anastomosis didn't succeed, and they had to restart. The handle to fire couldn't be properly closed, no plastic to plastic. They had to use another chd29a, psee60a and gst60b to complete the procedure (re-do the anastomosis). There was about 30 minutes additional surgical time required to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2020 per photographic evaluation: upon visual inspection of the photos provided the following was observed: the pictures show tissue with partially formed staples. This condition is consistent with an incomplete or interrupted firing cycle. Based on the photos reviewed, the event describe is confirmed. Per video evaluation: the video shows an ils device with tissue between the anvil and guide face. The staples can be seen partially formed. Two surgical instruments can be seen remove the tissue of anvil. At the 01:06 mark the trocar was extended and the rest of tissue is separated by the surgical instrument. At the 02:51 mark the device is removed. The condition of the staples form noted in the tissue shows an incomplete fired. Based on the video the event describe of malformed staples is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Analysis was previously reported under mwr-23112020-0000848290.